Manufacturer narrative:
It was confirmed that this was the initial use of the device.

Manufacturer narrative:
(B)(4). Review of the device history records shows the lot was released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. The product was discarded by the hospital and therefore will not be returned for an evaluation. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported the screw broke when the surgeon was inserting the screw into the maxilla. The surgery was completed using a 2.0 mm screw. The event caused a delay of less than ten minutes.